Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1212 relates to component code 3038. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the catheter got stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use. During a percutaneous transluminal angioplasty (pta) procedure, device was used with a non bsc guidewire which was placed in the distal part of the lesion. However, it was noted that the device got stuck on the wire. The device was removed from the patient. The procedure was completed with another device. No patient complications were reported and patient's status was good.